Event description:
Acanthamoeba keratitis, with symptoms starting in 2007, red painful, irritated eye. Seen in our clinic initially four days later. Soft contact lens wearer, acuvue 2, daily wear, with good compliance regarding daily wear only. Contact lenses stored nightly in amo complete moistureplus. Corneal cultures taken. Dates of use - 6 months. Diagnosis - contact lens cleaning, storage. Event abated after use stopped: no.